Manufacturer narrative:
(B)(4). Eval results: (pt was very unstable with unstable disease), (heavily diseased vessel with calcification and stenosis), (death). Conclusion: (heavily diseased vessel with calcification and stenosis).

Event description:
A 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in a pt (MFR # 2953200-2011-00169). The target lesion, located in the cx was described as calcified and heavily diseased with 90% stenosis. During procedure, a 2.5mm diameter x 14mm length and a 3.0mm diameter x 18mm length endeavor sprint rx stents were also deployed to target lesion (MFR # 2953200-2011-00171). No issue were reported in relation to stent deployment; however, it was reported that the pt died post procedure when the physician was trying to secure a balloon pump. The physician commented that the pt was very unstable with unstable disease and that the event was not related to the endeavor sprint rx stent.